Manufacturer narrative:
Product ID 8598a, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the patient was receiving bupivacaine (20 mg/ml at 9.379 mg/day) via an implantable infusion pump. No further complications have been reported as a result of this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated on (B)(6) 2019, a routine elective replacement indicator (eri) catheter dye study was performed before pump replacement. The results were normal expect for sluggish catheter aspiration. The hcp will consider catheter replacement during pump replacement surgery. The clinical diagnosis was increase in pain and boluses not as effective. On (B)(6) 2019, during pump replacement, catheter aspiration was again very sluggish. The pump and catheter were explanted/replaced. The outcome of the event resolved without sequelae on (B)(6) 2019. The patient's weight was (B)(6) pounds. The device diagnosis was catheter occlusion. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
The pump was returned, and analysis found no anomaly. The catheter ((B)(4)) was returned, and analysis found a compressed area in the catheter body and a broken area in the catheter body. The catheter ((B)(4)) was returned, and analysis found no significant anomaly. All previously reported method, result and conclusion codes no longer apply to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter; product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 14-aug-2015, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(4), ubd: 03-nov-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving hydromorphone (10 mg/ml at 4.689 mg/day) via an implantable infusion pump. It was noted that the patient had spondylosis and radiculopathy of the lumbar region. It was reported that the patient's pain was manageable, but had not significantly improved. A catheter dye study was performed and the catheter was possibly sluggish. A replacement surgery was performed during which the catheter was sluggish and it looked like the catheter had sheared off. All of the catheter was replaced. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was reported as resolved and the patient was alive with no injury. No further complications have been reported as a result of this event. On 2019-05-06 (B)(4) (rep): additional information was received from the device manufacturer representative indicated that the aware date for the event was on 2019-may-01. It was reported that the device would be returned for analysis. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the clinical diagnosis was updated to less effective pain relief from boluses. No further complications were reported/anticipated.